Event description:
It was reported that the ilet device¿s luer connector snapped when the user leaned on a counter, after which the user could not remove the cartridge and could not use the device to receive insulin. Symptoms included no reported change in blood glucose. Outcomes included transition to back-up therapy. Investigation included troubleshooting and user education. Investigation of this case revealed a broken connector consistent with a mechanical failure of the connector component that rendered the cartridge non-removable and the device nonfunctional. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical break of the connector likely due to external stress.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.